Event description:
Forty-seven yr old female had implants placed in 1991. Having problems with adhesions, scar tissue contractures and muscle contracture problems. Both implants were found intact upon removal. Capsular tissue found to contain polyurethane material plus foreign body reaction.